Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The cause of the connect belt message is the insecure belt connection. The cause of the insecure belt connection is missing locking nut. The root cause of the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer to report that the trunk cable connector was broken. The pt was issued a replacement electrode belt.